Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm13.2; -10.50/+1.50/58 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2012. The patient experienced low vaulting. The lens was explanted and replaced with a same length but different model/specs and the problem was resolved.